Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the stand movements partly available. The issue persisted even after restart. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the log file which showed that the brake power was off. The fse checked the brake of the c-arm and l-arm and found that the longitudinal brake was loose. To resolve the reported issue, the fse tightened the brake. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the stand movements partly available. The issue persisted even after restart. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the log file which showed that the brake power was off. The fse checked the brake of the c-arm and l-arm and found that the longitudinal brake was loose. To resolve the reported issue, the fse tightened the brake. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The reporting institution name and the reporting address city have been updated.

Event description:
It was reported to philips that the system c-arm could not be moved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.